Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor. There were also cracks on the reservoir tube. Further testing could not be performed, due to the motor error alarm.

Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. It was reported that insulin squirted out during the manual prime. Nothing further was reported.